Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. This was noted when the nurse was preparing to connect the pump to the patient. Liquid was observed in the bag that contained the device. The device had been filled with fluorouracil and 0.9% sodium chloride solution to a total fill volume of 95 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. Visual inspection on the companion sample did not identify any abnormalities that could have contributed to the reported condition. Functional testing on the companion sample was performed and no evidence of bladder rupture was observed. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this product. Should relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured october 4, 2017 - october 5, 2017. The actual device was discarded; therefore a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this product. Should relevant information become available, a supplemental report will be submitted.